Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted the instrument firing knobs were retracted and the articulation lever was in neutral position. Sheared teeth were visible on the firing rack at site of initial firing post clamp up. Functionally, the instrument was successfully loaded with a reload and the instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. An access hole was cut into the instrument body for visualization of the firing rack. It was reported that a component disengaged from the device and the device handle broke. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the device was difficult to unload and the device did not grasp the tissue or another instrument properly. The jaws did not close smoothly as expected. The reported issues were confirmed. The most likely cause could not be established from the information available. This issue can occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing re cords for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an exploratory laparoscopy, while performing intestinal stapling, the device was unable to grasp the intestine for stapling due to tissue slipping and the tip of the cartridge showed that it did not close properly. It was also reported that there was an issue unloading the device and that a component of the handle broke off. A new handle was used to complete the case. There was no patient injury.